Event description:
The patient reported that they experienced a hypoglycemic incident and had passed out and was unresponsive. Patient reported that emergency medical services was called, and they used their meter and found that the patient blood glucose to be 20(brand of meter unknown), and the livongo meter had a reading of 79. The patient reported that they were treated with intravenous fluids by emergency medical service but were not transported to the hospital.

Manufacturer narrative:
The blood glucose meter was requested for investigation. Should the device be returned, a supplemental report will be filed.